Event description:
It was reported that during a hip fracture procedure there was a 5-minute delay due to the incorrect implant being provided. The wrong implant, an expired omega 3 standard barrel hip plate (keyless), was mistakenly retrieved instead of the required 4-hole keyed plate. With no additional 4-hole plates available, the surgeon had to use a larger 6-hole plate and increase the number of screws. This incident occurred during primary surgery, with no complications using the 6-hole plate.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that during a hip fracture procedure there was a 5-minute delay due to the incorrect implant being provided. The wrong implant, an expired omega 3 standard barrel hip plate (keyless), was mistakenly retrieved instead of the required 4-hole keyed plate. With no additional 4-hole plates available, the surgeon had to use a larger 6-hole plate and increase the number of screws. This incident occurred during primary surgery, with no complications using the 6-hole plate.

Manufacturer narrative:
Correction to h6 (component code grid), d4 (gtin). The reported event could be confirmed, since a picture showing both labels was provided. A device inspection was not possible since the affected device was not returned. However, a picture of the outer label (on the packaging) and the inner label (inside the packaging, on the implant container) was provided. The outer label shows the reference 597024s (lot: d61840) and the inner label shows the reference: 597124s (lot: l23457) with an expiration date of 31-may-2022. However, it must be pointed out that no further pictures of the packaging condition or the product itself were provided. A review of the manufacturing documentation showed that lot: l23457 was manufactured on 23 june 2017, and lot: d61840 was manufactured on 19 february 2020. Given that both lots were manufactured almost 3 years apart, a product mix-up during the manufacturing steps is not considered possible. Therefore, and since no further information is available, it remains unknown when or how the event occurred. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.